Event description:
New information received notes the patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for a pacemaker interrogation and assess atrial capture. Upon interrogation, the atrial lead exhibited loss of capture and low pacing impedance. Programming changes were made. The lead was capped and replaced on (B)(6) 2021. The patient was stable before the procedure, unknown during and after the procedure.